Manufacturer narrative:
(B)(4): batch # m54y0h. Additional information was requested and the following was obtained: it was reported that the device only cutting but stapling. Cutting and stapling is a normal function of the device. For clarification, did the cdh33a device cut, but fail to staple? Yes. Where within the gap setting scale was the orange indicator prior to firing? Within the orange indicator. What confirmation was received that the device was fully fired? The surgeon said he heard the washer broken sound. If the device did staple, was the staple line complete? Didn¿t staple properly. If the device did staple, what was the shape of the staples (b-formation, irregular, legs straight)? No b-formation. Was the cut line fully circumferential around the target tissue? No, it was a chunk of specimen. If the device fully cut, were all tissue layers present in both donuts when inspected? No fully cut. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were staples missing from the staple line? For clarification, please confirm that the device did not fully cut. What device was used to complete the procedure? The analysis results found that the cdh33a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a right hemicolectomy procedure, the surgeon attempted to use the device to perform an end-to-side anastomosis. The device failed to successfully anatomosize the colon (only cutting but stapling). Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.